Event description:
It was reported that during the procedure, after 4 minutes the fiber shows energy leakage from the tip due to contraction of the protector. The fiber was replaced by a new one of the same device. The procedure was completed without any complication.